Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed. Top case was cracked by front corners. Bottom case was cracked by main screws and missing 2 rubber feet. Plunger head was cracked by all screws. System failure: force sensor test appeared in the event history log. The technician performed the power up process, calibration verification, motor drive and occlusion tests. The force sensor test messaged alarmed during power up. The device's force sensor was in specification. Top case cracked under the "back" keypad button. The root cause of the reported issue was unable to be determined and customer damaged the top case. The technician re-calibrated force sensor as a preventive measure and replaced top case.

Event description:
It was reported that the force sensor test error and the case was cracked. No patient injury was reported.